Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported reaction/infection (location, severity, appearance, systemic or local reaction). Please provide the onset date/time of the reaction/infection from the initial procedure. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? How much and what type of drainage is present in this wound? Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Were cultures performed? If so, please provide the results. Are there any photos available? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used, the patient experienced a repeated skin allergy and infection which was present for more than one-month post-partum on skin. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b7 additional h6 health effect - clinical code corrected h6 medical device problem code additional information was requested, and the following was obtained: patient demographics: patients¿ ages range between 30 and 40 years, all female (cesarean section cases). Name of index surgical procedure: cesarean sections, performed either electively or as emergency procedures, on various dates depending on the case. ¿ diagnosis and indication for the index surgical procedure: full-term pregnancy or emergency indications requiring cesarean delivery. ¿ initial surgical approach: open cesarean section. ¿ tissue on which the suture was used: sutures were used for outer layer of abdomen. ¿ tissue condition: tissues appeared normal in all cases. ¿ medical/surgical intervention related to the suture event: in some cases, surgeons observed delayed absorption of the sutures with localized redness at the suture sites. The physician removed the sutures manually, after which the wound healed properly with good recovery. ¿ surgeon¿s observation of suture deficiency: according to the physicians, there appeared to be a defect in the suture performance compared to previous batches, as the sutures did not dissolve as expected, unlike prior cases where absorption was normal. ¿ onset of reaction/infection after procedure: the issue was noted during the wound healing period (3 weeks to 1-2 months post-operation). ¿ physician¿s opinion on the etiology/contributing factors: the physician suspects the issue is related to the suture material properties, specifically delayed or incomplete absorption. ¿ changes in preoperative cleansing procedures or products: no new products or procedures were introduced recently. ¿ pre-existing signs/symptoms of active infection: none were present prior to surgery. ¿ culture results: there are many positive wound cultures . ¿ current patient status: full recovery after suture removal, with no further complications. Additional notes: in order to maintain patient privacy and confidentiality, no further patient-specific information can be provided. It is also important to note that since the suture batch was changed, no similar incidents have been reported to date.